Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the valved trocars leaked during two procedures. The procedures were completed with no patient harm. Additional information and product sample were requested; however, the customer informed that no further information is available.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are 25 additional complaints associated with the lot for the reported issue. Three opened trocar cannula/hub assemblies were received for the report of leaking. The returned samples were visually inspected. One sample was found conforming, one sample was non-conforming with an open valve, and one sample was non-conforming with a torn septum. The conforming sample was then functionally tested for leaking and was found conforming. The exact root cause for this complaint is unknown, however, potential contributing factors related to the manufacturing, molding, and post cure processes of the valves has been identified. Investigations have been completed and manufacturing process enhancements are presently being implemented in order to improve the performance of the valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).